Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for replacing the ipg was due to patients preference. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was kept by the medical facility.